Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The remote service engineer (rse) ordered the touchscreen per customer request. It is unknown if the customer replaced the touchscreen. Multiple attempts have been made to try to obtain further information about the evaluation, repair and operational status with no response from the reporter and therefore cannot be determined. There were no parts returned at this time. No other information was received. If the component is received, an evaluation will be performed and an additional report will be submitted.

Manufacturer narrative:
18aug2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer called into technical support (ts) requesting a quote for a touchscreen assembly. Patient involvement information is unknown but has been requested. There was no report of patient or user harm.